Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 29 occurred during the load sequence. Additionally, a minimum fill notification occurred after the customer attempted to load a cartridge with 250 units of insulin. Blood glucose ranged from 170-181 mg/dl. Reportedly, a new cartridge was load successfully to resolve the issues.